Event description:
Attempting to start baxter prismax continuous renal replacement therapy (crrt) system for the first time. All set up done per instructions and baxter recommendations. Machine began to run and roughly 3-5 minutes later, foam began to form in deaeration chamber. Trouble shooting attempted. Crrt machine then stopped and alarmed air in blood. We then began to follow the machine steps in to trying to clear the air bubble. This troubleshooting was attempted 2-3 times following machine directions. The machine was also having other pressure alarms at this time. Then without prompting, the machine completely powered down and went black. After a few seconds, it restarted and was not programmed with previous settings. No blood was able to be returned to the patient. A new crrt machine was retrieved to start a fresh run. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Attempting to start baxter prismax continuous renal replacement therapy (crrt) system for the first time. All set up done per instructions and baxter recommendations. Machine began to run and roughly 3-5 minutes later, foam began to form in deaeration chamber. Trouble shooting attempted. Crrt machine then stopped and alarmed air in blood. We then began to follow the machine steps in to trying to clear the air bubble. This troubleshooting was attempted 2-3 times following machine directions. The machine was also having other pressure alarms at this time. Then without prompting, the machine completely powered down and went black. After a few seconds, it restarted and was not programmed with previous settings. No blood was able to be returned to the patient. A new crrt machine was retrieved to start a fresh run. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Attempting to start baxter prismax continuous renal replacement therapy (crrt) system for the first time. All set up done per instructions and baxter recommendations. Machine began to run and roughly 3-5 minutes later, foam began to form in deaeration chamber. Trouble shooting attempted. Crrt machine then stopped and alarmed air in blood. We then began to follow the machine steps in to trying to clear the air bubble. This troubleshooting was attempted 2-3 times following machine directions. The machine was also having other pressure alarms at this time. Then without prompting, the machine completely powered down and went black. After a few seconds, it restarted and was not programmed with previous settings. No blood was able to be returned to the patient. A new crrt machine was retrieved to start a fresh run. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.